Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the acquisition screen was not centered correctly. During troubleshooting, the fse found an issue with the single-link dvi converter. The fse removed the defective single-link dvi converter and installed a spare single-link dvi converter. After replacement of dvi converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the acquisition screen was not centered correctly. The issue was found during clinical use. The procedure was aborted and the patient was moved to another room. No harm has been reported to philips. Philips has started an investigation of this complaint.